Event description:
A malfunction alarm with code malf 0 was reported, and there was no notable event that occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. Technical support advised the customer to continue using the pump.